Event description:
Report #1 of 2 received of a filter leak. The tubing set was being used during home infusion of tpn via central line. The container size was 2 liters. The set was primed without any problem, and "the pt connected with the tubing set. One hour after the infusion was initiated, the pt noted that "the pump was wet". At this time, the pt observed an unspecified amount of fluid leakage in "a glued junction where the tubing and the luer lock (secure lock) were connected at the terminal end, near the pt." The infusion was immediately stopped. The tubing set was replaced. There was no delay in therapy. There was no reported adverse pt event. Though requested, no add'l info, was available.